Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax) d10 (concomitant). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report.

Manufacturer narrative:
This is one of two related reports. This report represents the automated impella controller and another report was submitted to represent the impella rp flex. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella rp flex device was inserted into the right internal jugular vein in a 81-year-old male patient presenting in society for cardiovascular angiography & interventions (scai) stage e shock, on an intra-aortic balloon pump, on multiple inotropes and vasopressors, prior to initiation of support. The impella was inserted for right heart failure post-operatively cardiothoracic (CT) surgery. During the procedure, the rp flex was inserted and started at p-4. There was a red alarm after seconds of starting, with a high motor current. Flows to 0.0. The team was thinking clot ingestion. A decision was made to swap the automated impella controller (aic) console, which resolved the issue. The pump started and was running at p-6. The post-procedure outcome is unknown. While on support, the device functioned as intended at p-6 at 2.9l/min with d5w sodium bicarbonate in the purge solution. The automated impella controller is being conservatively reported for delay of therapy due to the temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no clinical consequence to the patient. Thrombus (thrombosis) can occur due to inadequate anticoagulation. Additional information was received that the patient decompensated and was placed on extracorporeal membrane oxygenation (ECMO) overnight. After one day on support, the device was removed and the patient remained on ECMO support. The post-procedure outcome is survived at explant.